Event description:
It was reported that this ra lead exhibited noise and multiple spikes in impedance. At least one of the spikes was greater than 3,000 ohms. The noise appears to be minute ventilation oversensing and the health care professional (hcp) elected to program the rate response trend off to resolve the oversensing. This ra lead was implanted on (B)(6) 2009 and remains in service at this time. The following physician was dr. (B)(6). The facility was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).